Event description:
It was reported that a few months after this insertable cardiac monitor (icm) device had been implanted, the icm device migrated out of the incision site. The patient stated their incision site had never fully closed, and a scab could be seen over the wound site since the icm device was first implanted. No infection symptoms were reported by the patient, and the clinic found no signs of infection when evaluating the patient. Due to the reported issue, the icm device was explanted from the patient, the original incision site was cleaned and sealed using a topical skin adhesive and adhesive bandages. A new icm device was implanted, during the same procedure, in a different surgical pocket below the previous incision site. No additional adverse patient effects were reported. The explanted icm device has been returned.

Event description:
It was reported that a few months after this insertable cardiac monitor (icm) device had been implanted, the icm device migrated out of the incision site. The patient stated their incision site had never fully closed, and a scab could be seen over the wound site since the icm device was first implanted. No infection symptoms were reported by the patient, and the clinic found no signs of infection when evaluating the patient. Due to the reported issue, the icm device was explanted from the patient, the original incision site was cleaned and sealed using a topical skin adhesive and adhesive bandages. A new icm device was implanted, during the same procedure, in a different surgical pocket below the previous incision site. No additional adverse patient effects were reported. The explanted icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. A review of device memory found the device appeared to be functioning as expected. Analysis did not identify any product issues that would have made migration more likely than what is described in the instructions for use for this icm as a known inherent risk of the use of this product.